Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the customer and was inadvertently not included in the event description submitted in the initial MDR report. See b5 for the updated event description. Additionally, the customer stated that the device was cleaned, disinfected, and sterilized (reprocessed) the device before it was sent it to olympus for evaluation. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported that during an unspecified diagnostic procedure, the gastrointestinal videoscope had poor suction of water. The procedure was completed with no patient or user harm reported due to the event. The device was returned, and olympus repair center identified a foreign object in the nozzle. This report is being submitted to capture the reportable malfunction found during the evaluation of the returned device.

Event description:
An olympus representative reported on behalf of the customer, gastrointestinal videoscope is having poor suction of water. There were no reports of patient or user harm associated with this event. The device was returned, and olympus repair center identified a foreign object in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation of the returned device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of poor water suction was not confirmed. The following additional findings were also noted: assorted scratches, bending angle in up direction does not meet the standard value due to angles wires being stretched, play of up down knob out of the standard value, chip adhesive on the bending section cover, light guide bundle was slipping down, peeled adhesive around the light guide lens, dent on the connecting tube, wrinkle and discoloration on the connecting tube, and uneven illumination due to slipping out of the light guide bundle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) which state: chapter 3 preparation and inspection, ¿section 3.3 inspection of the endoscope¿ and ¿section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function] inspection of water feeding function: 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.